Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 483 mg/dl. The customer was assisted with troubleshooting. It was unknown if customer used auto mode feature at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin pump error/defect noted during testing.(B)(4).